Event description:
It was reported via repair work order that the cot retaining post tube, screw and cap were missing which would cause the cot to not lock into the cot fastening system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.